Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "monitor issues (top portion of pump is gone)" was confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of "monitor issues (the top portion of pump is gone.)" It is unknown when this condition occurred, however, it was known to have occurred in sterile processing department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.